Manufacturer narrative:
(B)(4). The recipient's skin flap is reportedly healed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown causing device extrusion. On (B)(6) 2016, the recipient was hospitalized. The recipient was treated with azithromycin for one week and a period of non-use of the device was recommended. The recipient's device was explanted on (B)(6) 2016. The recipient was implanted on the contralateral side with another advanced bionics cochlear device.